Event description:
In 2008, the sale representative reported that on approx three months earlier, the patient underwent initial fusion surgery. Afterward the patient began to experience pain. X-ray confirmed two screws were backing out. On original date, the patient underwent revision surgery to remove the anterior cervical plate assembly which had begun to slip post operatively, due to two screws backing out.

Manufacturer narrative:
Requests have been made for the return of the product. Pending return of product. Evaluation is pending upon return of the product.